Event description:
It was reported that the customer was hospitalized. While in the hospital, the customer did not use his insulin pump for four days. When he was setting the insulin pump up for use again, it was exposed to moisture damage in the form of insulin. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer received two no delivery alarms from his insulin pump. Standard troubleshooting was performed. The customer disconnected and reconnected the reservoir ad infusion set and manually pushed insulin out of the insulin pump. The insulin pump functioned according to design. The customer was advised the alarms were due to a reservoir or infusion set occlusion. The product is not being returned. Nothing further was reported. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.